Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support an invalid sensor reading during drain 0 of 5. Patient was unable to complete treatment on the cycler and performed continuous ambulatory peritoneal dialysis. Previous night¿s treatment details was provided which indicated an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 1 where 4859ml drained. This drain is 242% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 2006ml is 3611ml. Therefore, a reportable malfunction has occurred. Patient was advised to contact the peritoneal dialysis nurse and the liberty cycler was replaced. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not have or experience any complications as a result of the malfunction. Treatment was resumed on the replacement cycler.

Manufacturer narrative:
The reported symptom code (iipv (dv > 200% of fv) was not confirmed. The reported symptom code (motor pump a) was confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. The (as-received) simulated treatment was performed and completed without any failures or problems. The programmed displayed and weighed fill values were within tolerance. The valve actuation test passed. The system air leak test passed. The accelerated stress test failed. The diagnostics screen for pump a displayed a stall in the motor encoder or current position while the motor was in motion. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."